Event description:
Reportedly, during interrogation of a patient at the hospital: all patient data had to be filled, and test had to be settled. Everything went normally except when entering the patient's data. If "nhya:2" (nyha:2) was noted, the box and the software closed by themselves. If something else was written in the box, it worked. A video and cso/tr files are available for analysis.

Manufacturer narrative:
Analysis of the provided data permit to confirm the reported issue: the software closed by itself after entering patient data. Indeed, the reason for this is not that ¿nhya:2¿ is written. The character ¿%¿ is responsible for it. When it is follower by another alphanumerical character, the programmer crash after user clicks on ¿apply¿. The only workaround is to let this character to be the last of the line. A bug is created by r&d department, bug 29025: ¿in comments text box, if ¿%¿ is followed by another character on the same line, the programmer crash after clicking on ¿apply¿ button.¿ this case is retained and utilized for trend purposes.